Event description:
Baxter was contacted by customer reporting an overinfusion of heparin. The facility reported that a pump was set up to infuse a 250cc bag at a rate of 9cc/hr. When the nurse returned to the room, the pump was alarming and the heparin bag was found empty. It was reported that the patient had extremely high ptt's afterwards. There was no report of any injury to patient. Attempts were made to obtain extra information regarding any medical intervention, patient information, and the time that elapsed between the start of the infusion and when the pump was found alarming. The facility was unable to provide further information or clinical contacts.